Manufacturer narrative:
Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurate. Imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was used in the esophagus during an esophageal dilation procedure to treat esophageal stenosis performed on (B)(6) 2025. During the procedure, the needle of the manometer syringe rises when the balloon is inflated but returns to 0 even when the system is locked. The dilation was stopped because the device was not working and it was impossible to see the pressure on the manometer. The procedure was not completed due to this event, and the patient was rescheduled for another date. There were no patient complications reported as a result of this event.